Event description:
It was reported that during a da vinci-assisted transanal local excision procedure, an unspecified intraoperative complication occurred. The patient was discharged home but was readmitted several days later with internal bleed requiring an intensive care unit (ICU) admission and a blood transfusion. The patient is now stable and has been discharged home again. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.